Event description:
A surgeon reported a patient with unexpected residual cylinder following intraocular lens (iol) implant surgery. The surgeon performed an iol repositioning surgery in a secondary procedure, but this failed to improve the pt's visual acuity. The iol was exchanged in a third operative procedure. The pt had a history of glaucoma (pre-existing). Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 08/26/2010, 09/01/2010, and 09/02/2010 by phone, fax, and mail. A completed questionnaire has not been received. Medical records were received on 08/23/2010. (B)(4).